Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead were exhibiting high pacing impedance measurements greater than 3,000 ohms. Pacing threshold measurements were unable to be obtained. A revision procedure took place and the ra lead was surgically abandoned. The device was also upgraded to a bi-ventricular device. There have been no adverse patient effects reported as a result of the procedure.